Event description:
This report is being filed after the subsequent review of the following journal article, huang, k. C. Et al. (2015). Effect of teriparatide on unstable pertrochanteric fractures. Biomed research international. 15: 568390. (B)(6). This is a retrospective analysis of radiographic and clinical data and functional outcomes of unstable pertrochanteric fractures in 81 patients (81 fractures) between january 2009 and january 2012. There were 28 men and 53 women with a mean age of 82.3 years (range, 65 to 92 years). The patients were divided into two groups, group a, 50 patients who underwent dynamic hip screw (dhs) fixation and group b, 31 patients who received teriparatide in addition to dhs fixation. Inclusion criteria were adult patients older than 65 years who had suffered an unstable pertrochanteric fracture and received follow-up for a minimum of 24 months. All patients in this study were treated with dhs and followed for a minimum of 24 months with x-rays performed preoperatively, 1 day, 2 weeks, and 4 weeks postoperatively. With regard to surgical and fracture healing complications during the 2-year follow-up, there was no deep infection, delayed union, nonunion, or implant failure in either group. Three patients in the non-teriparatide-treated group and one patient in the teriparatide group died during the second year of follow-up due to reasons unrelated to the operation. Eleven (11) patients (7 in group a and 4 group b) experienced malunion. Four (4) patients (3 in group a and 1 in group b) required a hip replacement due to cutting out of the lag screw. Of the 3 patients in group a, two were treated with bipolar hemiarthroplasty. The third patient, the acetabulum was eroded by the hip screw and the patient received a total hip arthroplasty. The patient in group b had lag screw cut out of the femoral head after falling down 2 weeks after surgery and underwent bipolar hemiarthroplasty. Eleven (11) patients (7 in group a and 4 group b) experienced malunion. This report 2 of 2 for (B)(4). This report is for an unknown dhs and refers to eleven (11) patients (7 in group a and 4 group b) experienced malunion.

Manufacturer narrative:
Device used for treatment, not diagnosis. Huang, k. C. Et al. (2015). Effect of teriparatide on unstable pertrochanteric fractures. Biomed research international. 15: 568390. This report is for an unknown dhs/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.